Manufacturer narrative:
Batch review performed on 03 january 2019: lot 146986: (B)(4) items manufactured and released on 02 december 2014. Expiration date: 2019-10-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: liner: cc e cc light flat pe hc liner ø 36 / e reference 01.26.3644hct (k120531). Lot 148362: (B)(4) items manufactured and released on 27 april 2015. Expiration date: 2020-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 reference 01.29.209 (k112115). Lot 150458: (B)(4) items manufactured and released on 13 may 2015. Expiration date: 2020-03-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold with 1 similar reported event. Cancellous bone screw flat head ø 6,5 l 30 reference 01.26.65.30 (k103352). Lot 147785: (B)(4) items manufactured and released on 03 march 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. K103352. Cancellous bone screw flat head ø 6,5 l 20 reference 01.26.65.20 (k103352). Lot 122778: (B)(4) items manufactured and released on 02 august 2012. Expiration date: 2017-08-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Quadra-h 01.12.022 cementless, ha coated std stem size 2 (k082792). Lot 147635: (B)(4) items manufactured and released on 17 february 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned for (B)(6) 2019 due to pain, 3 years and a half after the primary surgery. The surgeon is planning to remove the versafit cup, liner and screws and will revise the stem if required.

Manufacturer narrative:
Update 9 jan from the sales representative: the revision surgery was successfully completed today and the surgeon removed all the implants due to pain. The surgeon advised that there was slight loosening of the implants which he felt was the cause of the pain. X-rays and explants are not available.